Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was being prepped but before it was being used on the patient. Another device was used to complete the procedure and no harm occurred to the patient. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions found that the geo ipc did not start normally, input voltage was 208v. The fse adjusted the generator converter wiring and informed the customer that the hospital voltage was unstable which had caused the issue. After the converter wiring was adjusted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's geometry movements were partly available the device was in clinical use. No patient or user harm reported. Philips has started an investigation of this complaint.